Event description:
Pt weight gain after treatment. The clinic technician replaced the ultrafiltration pump thermal fuse. The pt was symptomatic with edema of the ankles and hand and congestion (reported to be abnormal for this pt). The pt was redialyzed.